Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of complaint history revealed no prior complaints for the listed lots with the same failure modes. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our clinical/medical investigation concluded, based on the available information and observations, during the arthroscopic exam the hypertrophic tricompartmental scar was a complication of the procedure and not a prosthesis failure. The patient remains in the journey ii retrospective study at this time. Without the actual products involved, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a medical intervention was performed for right knee arthroscopic synovectomy and hypertrophic scar removal.